Event description:
Caller alleged discrepant inratio2 results. Results as follows: pt self testers, wife called to report the inratio meter has been reading higher than the home health poc in the past two months. Inratio results have correlated in the past. Date (B)(6) 2012, inratio 8.0, alternate poc 2.2. Tests done back to back using different fingers. Pt has a home health agency come out once per month. Pt has been testing on the meter for the past 6 months. Technical services to replace meter and send new strips.

Manufacturer narrative:
Investigation pending.